Manufacturer narrative:
This complaint was received from a clinical study and was recently identified during a query of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and is now being submitted.

Event description:
It was reported that during a neuroblate ablation procedure, another manufacturer's screw tips were embedded in the patient's skull. The patient needed to go to the operating room to have the screws removed. The event resolution was not yet determined.